Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, medical records were provided and were reviewed by a clinical specialist. Based on review of the report,it was not possible to confirm the presence or type of endoleak, or establish if the device was the cause. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 46 months post-implant of a bifurcated device and an infrarenal aortic extension, a follow-up computed tomography scan revealed a type iii endoleak between the infrarenal aortic extension and the bifurcated device. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.